Manufacturer narrative:
At this time, the lead remains capped and implanted. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically capped and replaced due to high pacing thresholds and observations of noise that was oversensed with greater than two seconds of asystole. It was reported that there were no additional adverse patient effects.